Event description:
It was reported a patient underwent a right hip revision approximately three years post implantation for unknown reasons. The liner was removed and replaced. A competitor head was also removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; d4; g3; h2; h4 an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided. A review of the available records identified findings of the reported issues. Impressions: anatomic alignment of the custom right hip arthroplasty as noted with radiolucency along the acetabular implant and possible implant loosening. Fractured screw fragment of uncertain age. A definitive root cause cannot be determined for the reported revision, however, per IFU, the liners are only compatible with specific heads. The use of a stryker head with a freedom liner would be considered off-label use. The event cannot be confirmed as the event is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.